Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker reported experiencing near syncopal episodes. Upon interrogation, oversensing of noise was noted. The device was programmed to 10mv and the noise and oversensing continued. During the surgical procedure, the lead was abandoned and the device was explanted. A new lead and device were successfully implanted. There was no report of adverse patient effects due to the explant procedure.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. This investigation will be updated should further information be provided.